Event description:
Device malfunction: filter basket recovery issue. Time of device malfunction: during the carotid procedure in 2006. Symptoms/ae: none. It was reported while attempting to retrieve the filter basket after successful placement of the stent, the rc1 jammed, possibly inside the sheath wall. The device was safely removed and the rc2 was successful in retrieving the filter basket. The patient's procedure was completed without further incident. Upon examination after removal from the patient, the filter basket was found to be intact with evidence of debris. No additional information available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the rc1 recovery catheter was returned with blood visible in the shaft. There was no visible contrast. The accunet filter basket was not returned. There were two wavy bends in the rc1 shaft 5.0 cm and 16.0 cm proximal to the tip. There was a bend in the rc1 shaft 38.0 cm proximal to the tip. There was no other damage noted to the catheter. Functional: advanced the rc1 recovery catheter over a new expanded accunet filter basket and collapsed the filter basket into the rc1 recovery catheter with no resistance. Product performance engineering has reviewed the incident report and investigated the returned catheter. The information for use (IFU) recommends a variety of techniques that can be used to assist passage of the delivery system such as: rotate the patient neck from side-to-side, pre-dilate the lesion with a 2 mm balloon, and insert a stiff 0.014" guide wire ( "buddy wire") to straighten the carotid vasculature to aid advancement. During functional analysis, the returned recovery catheter, rc1 was advanced over a new expanded rx accunet filter basket and could collapse the filter basket with no resistance. Although it was reported that the recovery catheter I (rc1) was used unsuccessfully, the recovery catheter ii (rc2) was able to retrieve the filter basket without any difficulty. A conclusive root cause can not be identified; however, the event may be related to operational context in which the device was used. The lot history record was reviewed and there were non non-conformities associated with this product lot. Quality engineering was unable to determine the root cause, however; it does not appear to be related to a product quality issue. This MDR is considered closed by the quality assurance department.